Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory involved with the complaint to perform failure analysis as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument had generated sparks during surgery with the tip cover, which could cause a hole. There was a high risk of tissue damage. The procedure was completed with no reported injury.